Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 125 mg/dl.